Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had issues with their blank display. It was reported that the customer had tried replacement battery cap but the issues persist. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. However, the pump displayed a solid white display with vertical black lines across the display due to a cracked lcd glass. Unable to perform the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the cracked lcd glass. The pump was also received with a scratched case, a scratched keypad overlay, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.